Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. Bleeding occurred due to the infusion set being pulled out. There was no adverse impact to customer's blood glucose. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.